Event description:
In 2002, the cryopreserved pulmonary valve and conduit was implanted into a pt during a ross procedure. At that time, the patient's history was significant for rheumatic fever, arrhythmias, and previous aortic valve replacement. At approximately six months post-operative, it was reported that the recipient required explant of the valve due to "scarring and reaction".